Manufacturer narrative:
Lot# te3; visual inspection, device history review, complaint history review, risk assessment. The returned device was confirmed to be fractured. Upon device history review, no relevant manufacturing issues found. It is likely that the device fractured due to too much impaction force applied during insertion.

Event description:
It was reported that the cage snapped in half upon insertion.

Event description:
It was reported that the cage snapped in half upon insertion